Manufacturer narrative:
.

Event description:
It was reported that high impedance and noise was observed on the lead. The lead was explanted and replaced. The patients condition is good after the event.